Manufacturer narrative:
The reported issue was confirmed and identified to be the normal expected response of no audio alert at infusion completion when the delay feature is utilized and the call back is set at ¿before¿ or ¿none¿. A user had programmed a 10 minute delay for the infusion of the drug heparin, reference the log summary section of the report for details. The call back setting was at ¿before¿ (default by data set). The direction for use (dfu) page 2-63 under the delay options sections notes that ¿since by definition, an infusion with delay options infuses for a programmed period of time, it is assumed that another infusing IV line keeps the vein open until the delayed infusion begins. When a delay is programmed, the infusion stops when complete and no kvo is delivered¿. To receive an audio alert at infusion complete the data set would have to have the setting at ¿before & after¿ or just ¿after¿. The user could have also selected this option during the programming of the delay. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that when the continuous heparin infusion completed there was no audible near end of infusion alarms noted. There was no delay option used when the event occurred. The nurse stated that the patient was on a heparin drip for several days and was in a therapeutic range and no report of patient harm. It was reported by the biomed facility that the patients heparin infusion was delayed for approximately 1-2 hours based on the last time the pump was cleared . A new pump changed and the doctor was notified. The event occurred on the medical unit. It was reported that the event "occurred some time ago"